Manufacturer narrative:
Result of investigation: the vyaire technician performed inspection of the user interface menu and it shows no signs of physical damage to it. The assembly of the touch screen tail assembly caused stress onto the ribbon cable inducing the touch screen to be unresponsive.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the touch screen was frozen and cannot make changes on avea ventilator during start up. The customer confirmed that there was no patient involvement associated with the reported event.